Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states about an hour ago, patient felt a very specific feeling when the system is turned off. Patient states it feels like when ever they go to the neurologist for setting changes and feel a rush of additional stimulation and a hard lump in the back of the throat, almost like patient can't swallow. Patient was at home working today and felt the feeling out of nowhere. Agent asked if patient had any electromagnetic interference and patient states they had to go to the ER last night to get a rabies vaccine but was not near any MRI machines. Patient did not think the feeling went away after they felt it today but states they have anxiety because when trying to use the handset it would not connect. During the call, patient states communicator battery was low. Agent had patient power off/on communicator and handset and patient was able to connect and see therapy is on. Agent redirected to hcp if issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.